Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on several contacts of one lead. Reprogramming of the scs system did not resolve the patients inadequate stimulation. Therefore, the patient underwent a lead revision procedure wherein one lead was explanted and replaced with two new leads. The patient was doing well postoperatively. The explanted lead will not be returned as it was retained by the medical facility.